Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller was not charging the implanted neurostimulator (ins). Patient said they charged the controller all night, but when they went to charge the implant, the controller couldn't find the device. Patient then said an error message came up on the screen of the controller that said they needed to charge the controller, but the controller was still halfway charged. Patient charged controller fully again yesterday, then went to charge the implant and found the implant this time, but the recharger paddle kept getting hotter and hotter to the point where patient had to take it off. Patient also said the implant hadn't charged up at all. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis revealed electrical failure. Specifically, no device found message x 2 was observed. No anomalies were visually observed. The unit was scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.